Event description:
Procedure: sleeve gastrectomy. According to the reporter: upon second squeeze of endo gia handle, the surgeon noticed great force required, and decided to pull back black knobs to abort continued firing. Staples appeared on top of each other, some partially formed whilst others were not formed at all. To remedy, another load was used as there was enough margin to continue the sleeve gastrectomy and counter traction to the remnant was advised.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.